Event description:
It was reported that during a ptca procedure, the balloon ruptured. As the balloon catheter was being removed, slight resistance was noted. When the device was withdrawn a portion of the balloon was missing and unaccounted for. Pt status is listed as "ok".